Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical debris on product. Visual inspection found the lens with no visible damage and debris on lens. (B)(4)

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.0 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged due to glare/haloes. The lens exchange resolved the problem.